Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use. There was no impact on the procedures, and it did not affect the customer studies. The philips received a remote alert indicating, ippc memory 5 problem occurred during post ¿ frontal. The field service engineer (fse) went onsite and found that the post frontal ip-pc failed, frontal ip-pc memory 5, one or more posts failed. Upon further troubleshooting, fse replaced ram to eliminate those that are causing the error. However, the memory 5 continued with error. The fse replaced ippc and reloaded the software. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device corrective action (z-1151-2024). The defective ippc was returned to philips for further analysis the cause of the ippc failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue did not stop the customer for the clinical use and did not affect the customer studies. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer had a memory problem during power-on self-test, which can impact imaging. No harm has been reported. Philips has started an investigation of this complaint.